Event description:
It was reported that the tubing broke at the luer lock. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Product samples were received for evaluation. Visual and functional testing were performed. Visual inspection found the returned samples were received in used condition without their original packaging. The sample showed that the tubing was broken at the luer lock. During a review of the manufacturing process, the tubing set assembly operation was reviewed in order to verify that the operators are following the manufacturing procedures; no discrepancies were found. The operator performed a visual inspection of the adhesive using the skin adhesive inspection fixture. A review of the production floor was conducted, a sample of thirty two products were taken and visually inspected with the camera vision system in order to verify that the skin adhesive was properly assembled; no discrepancies were detected. Production personnel performs one hundred percent visual inspection using a black light to verify that drop has been placed at each joint and the amount of adhesive is correct. Production personnel are certified to perform a one hundred percent visual verification using the skin adhesive inspection fixture, in order to inspect skin adhesive conversion to ensure full and even adherence onto flange of retractor or any damage on adhesive. The root cause of the reported issue was found to be that the adhesive was missing during visual inspection. A new reference was added to the visual aid and new verification in the manufacturing procedure.